Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 18 devices were received. Additional information: 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device was reportedly leaking. - 17 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement.